Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. An external visual inspection was performed and passed. A receiver charge and boot test was performed and failed because the receiver would not boot up and/or communicate. The receiver data log was not downloaded for review because the receiver would not boot up and/or communicate. The receiver case was opened for an internal visual inspection and it failed due to moisture damage on the main circuit board. Confirmation of the complaint was undetermined. A probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a "hw12c" error was displayed on the receiver. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.